Event description:
It was reported that during implant dft testing, the device went into backup vvi mode. This device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported bvvi was confirmed in the laboratory. The cause of the reset was due to a por which was a result of external defibrillation or electrocautery that resulted in transistor q17 being damaged. The damage pattern indicates the cause of the event was due to a short between rv and svc electrodes in the lead.